Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using a bd luer-lok¿ disposable syringe to draw medication, the medication looked cloudy (the medication in the vial did not appear cloudy). Customer also noted that a part of the stopper was defective. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: photo evaluation: three photos were received and evaluated. A regeneron report was also received and reviewed. A loose 1ml luer-lok syringe reported to be from batch # 7114741(B)(4). And a medicine vial were depicted in the photos. White substance residue was observed present. However, the sample was reported to have been used. The stopper was clearly present on top of the plunger rod in the barrel in all three photos. It appears the barrel tip is either missing, broken or damaged. However, it is not possible to tell the potential tip defect precisely based on the photo angles and the quality of photos provided. Regarding presence of silicone in the syringe: please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. DHR review for batch 7114741 (B)(4). Manufacturing dates: 04/14/2017 to 05/01/2017. Batch quantity was 302,400. Printing and assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7114741 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: confirmed: bd canaan was able to confirm the customer's indicated failure. A physical sample and/or additional sample photos would be required for further investigation and potential root cause determination.